Event description:
Teleflex medical customer service in a foreign country reported an end-user alleges, the staplers are jammed. It is unk when this event occurred. It was reported there was no pt injury or medical intervention necessary. No add'l info was available.

Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if add'l info becomes available.